Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of and the outcome of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj.) Meropenem (1.5 grams, intraperitoneally) for 14 days and inj. Heparin (1000 units) for 14 days (route was not reported). At the time of this report, the peritonitis treatments were ongoing. Five days after onset, the patient¿s pd effluent became clear. At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal/extraneal therapies were ongoing. No additional information is available.